Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer ran performance testing on the analyzer and the results were acceptable. The patient sample was provided for investigation, but the results obtained by the customer could not be duplicated. The result obtained during investigation fits with the siemens result. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received discrepant values for one patient sample tested with the elecsys vitamin d assay on a cobas 6000 e 601 module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a vitamin d value of > 70 ng/ml. On (B)(6) 2019, the sample was manually diluted and repeated, resulting with a value of 108 ng/ml. The sample was also repeated on a siemens instrument, resulting with a value of 30 ng/ml. No adverse events were alleged to have occurred with the patient. The e 601 analyzer serial number is (B)(4).